Event description:
It was reported that the patient has experienced hip pain after a fall. It was discovered that the implanted vhs screw has fractured. The screw was removed and replaced with a new screw and plate. Patient status is good.